Event description:
The pump was returned for investigation. Investigation revealed that the broken pin connector was broken. Evaluation also revealed that the battery compartment was stripped and cracked. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the black box showed reboot event. A pump rewind, load and prime steps were completed with no alarms. Evaluation revealed that the battery cap was spinning in place when screwing into the battery compartment. Power loss was duplicated due to the cap detaching. Test battery cap was able to tighten until the o-ring was not visible but could not completely tighten due to stripped battery compartment threads and battery compartment cracks. The pump booted to the verify screen with dim pink contrast and display lens was found to be scratched. The pump returned with the audio bolus button intact and unresponsive. The bolus button was removed from pump, found broken pin connector. Device history record review was conducted on 03/28/2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.